Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem, of dark image, was confirmed; the light guide bundle was broken. The device evaluation found that the nozzle had foreign material clogging the nozzle. In addition the device evaluation also found that the angle wire was worn, the bending section cover has a scratch, and the adhesive on the bending section has a white clouded area. It was also found that the suction connector was dirty due to water leakage and due to a dent on the channel tube the forceps cannot be inserted smoothly. The bending tube and connecting tub also had dents and there were scratches found on the connecting tube and the switches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the gastrointestinal videoscope had a dark image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d5 and updates to h10 of the initial medwatch. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Facility aware of the foreign material adhered on the device is ¿. Is noted as ¿unknown¿. Pre-cleaning information: was there a delay to the start of pre-cleaning which was done properly noted as ¿unknown¿. Water and air was supplied to the air/water nozzle is noted as ¿yes¿. Did the customer presoak the endoscope in the detergent solution- noted ¿unknown¿ information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿yes¿. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted no response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not specify the root cause of the remaining foreign material in the device from the obtained information since it is unknown if the reprocessing was conducted in accordance with instructions for use (IFU). The cause of the event is likely due to insufficient and inadequate reprocessing.however, the root cause of the reported event is unable to be determined. The event can be detected by following the IFU sections which state: operation manual" chapter 3 preparation and inspection ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system". [Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.